Event description:
Additional information was received that high out of range shock impedance measurements greater than 125 ohms continued to be observed. It was noted that shock impedance measurements at device implant during defibrillation threshold (dft) testing was 72 ohms. Boston scientific technical services (ts) recommended performing a commanded 1.1 joule shock. A lead revision procedure was planned for a date in the future. This product remains implanted and in service. No adverse patient effects were reported.

Event description:
Additional information was received that an invasive procedure was performed. The rv lead was surgically abandoned and replaced. The ICD remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) with this right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements more than 125 ohms. Boston scientific technical services (ts) discussed that there was gradual rise in shock impedance measurements. However, the pace-sense and shock channels of the lead was clean. Subsequently, a health care professional (hcp) reported that the physician wanted to continue monitoring a while longer. Ts guided hcp through turning off beeping tones and explained that the upper limit for impedance measurements is non-programmable. Subsequent information was received indicating that high, out of range shock lead impedance measurements continued to be observed. Measurements obtained during a subsequent in-clinic check were also out of range. It was reported that the physician has elected to continue monitoring. Ts further advised monitoring the impedance trend closely. No adverse patient effects were reported. The device and lead remain in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.